Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed that the reservoir was occluded and insulin was not being pushed through. Customer mentioned that she pulled the plunger out and the o rings came with it. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.